Event description:
The customer reported that the unit was in use on a pt, the unit failed to autofill 13 times. The pt was switched to another unit and therapy was continued. No pt injury was reported.